Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx des were implanted in the lad. On the same day, nstemi was reported. The investigator assessed the event as possibly related to the index device and not related to the antiplatelet medication. Safety assessed the event as possibly related to the device and not related to the antiplatelet medication. The patient recovered.

Manufacturer narrative:
Additional information: cec adjudicated non-q-wave mi (target vessel-lad) 3rd udmi peri-pci. If information is provided in the future, a supplemental report will be issued.